Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed burst abdomen due to wound dehiscence with pneumonia on (B)(6) 2011 and was treated with re-operation on (B)(6) 2011 and ventilatory assistance for pneumonia. Currently, the patient is stable and has a wound infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ii plus antibacterial suture, pds ii (polydioxanone) suture.